Event description:
Customer's husband reported a hospitalization due to hypoglycemia and hypothermia. The blood glucose levels at the time of hospitalization were unknown. The customer's husband stated that in the emergency room the insulin pump had a low battery alarm, and after replacing the battery, the insulin pump required time and date setup. After completing setup, customer declined troubleshooting of the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.